Event description:
Report received indicated during 9-month follow up angiography, the inferior vena cava (ivc) filter was noted fracture. Patient-procedure specific information is not available to date.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.